Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported a ventilator with an air liftoff failure alarm. This event was clarified as not having occurred during clinical use. There was no allegation of harm associated with this event.

Manufacturer narrative:
G4: 22may2020 b4: (B)(6) 2020 the field service engineer (fse) evaluated the device at the customer site and verified the reported condition. The blower assembly was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.